Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced stoma site redness, stoma site bloody discharges, and stoma site malodorous smell. The patient was treated with 500mg of oral zinadol, 2% fucidin ointment, and nexium and for the stoma site redness, stoma site bloody discharges, and stoma site malodorous smell. At the time of report, the stoma site was not malodorous, stoma site redness had decreased, and the stoma site discharge had reduced significantly. No further follow-up information was available.